Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Detailed analysis of the lead was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event. Evaluation summary for: (B)(4) - the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the patient stated "I have the bad lead wire." In addition, the patient heard an alert. It was also reported by the patient that "the device is breaking down." It was further reported that the lead was fractured. The lead was explanted and replaced. The device was also explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient stated "I have the bad lead wire." In addition, the patient heard an alert. It was also reported by the patient that "the device is breaking down." Both the lead and the device are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.